Event description:
The customer was hospitalized for high blood sugars and the pump has a blank display. Troubleshooting revealed the batteries were different than the one recommended by medtronic. Instructed to remove batteries for 5 minutes and try the energizer aaa alkaline.